Event description:
Reported blood glucose results of "288 mg/dl, 180 mg/dl, and 303 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to perform a quality control test. No injury was reported.